Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? N/a.

Event description:
It was reported that after fire completed, surgeon found staples formation was not made fully b-shape for all staple line.

Manufacturer narrative:
(B)(4). Batch # r57394. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The analysis results showed that a second gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r57394. Device evaluation: two cartridge reloads used with the psee60a stapler were received. The stapler was not returned. The analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The analysis results showed that a second gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.